Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the video system center experienced when e226 occurred, the image was dark and the white balance could not be adjusted during a laparoscopic cholecystectomy. The procedure was completed with the same device. There were no reports of patient harm.